Manufacturer narrative:
The investigation is in process. The device will not be returned for evaluation. When the investigation is complete, a supplemental MDR will be submitted accordingly. Multiple mdrs were submitted for this event: #3013450937-2022-00228, #3013450937-2022-00229, #3013450937-2022-00231, #3013450937-2022-00232, #3013450937-2022-00233, #3013450937-2022-00234.

Event description:
It was reported that the patient fell and opened their incision. The patient underwent a revision surgery on (B)(6) 2022. The surgeon performed incision and drainage and revised the following implants: poly spacer, distal femur axial pin, and tibial hinge component. The following implants remain implanted from the patient's original surgery: distal femur, tibial baseplate, cemented stem extension, and canal-filling segmental stem. No additional information has been provided.

Manufacturer narrative:
This report is being submitted to include additional information. The investigation is complete. The device was not returned for evaluation. The root cause of the fall and alleged infection could not be determined. The device history records and sterilization batch records were reviewed and no issues during manufacturing or sterilization were identified that would have contributed to this complaint. If any additional information is obtained, a supplemental MDR will be filed accordingly.

Event description:
It was reported that the patient fell and opened their incision. The patient underwent a revision surgery on (B)(6) 2022. The surgeon performed incision and drainage and revised the following implants: poly spacer, distal femur axial pin, and tibial hinge component. The following implants remain implanted from the patient's original surgery: distal femur, tibial baseplate, cemented stem extension, and canal-filling segmental stem. No additional information has been provided.